Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to patient is remote.

Manufacturer narrative:
.

Event description:
Abutment fractured during placement. No patient injury.